Event description:
The patient reported that the device was "not working". Follow-up with the physician's office revealed that the device reached eri (elective replacement indicator) prematurely and suddenly. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.